Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that the customer experienced a low blood glucose (bg) level that ranged from 50-80 mg/dl. Customer was driving and reported that bgs were over managed. Customer consumed carbohydrates to address low bg. Reportedly, customer continued using pump for insulin therapy.